Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The picture was shorting out due to a faulty charged coupled device unit. Additionally, there was a kink noted in the cabling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd autoclavable camera head was experiencing an image issue with the picture dropping out during a procedure. According to the initial reporter, this procedure was completed using another camera without any patient harm noted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image failure was due to a faulty charged coupled device unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.